Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While a diagnosis of peritonitis was not confirmed, it is currently unable to be ruled out as a cause for the reported condition. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent. The cause of the reported event was unknown. On an unreported date, the patient was hospitalized and began treatment with vancomycin and fortum (doses, routes, frequencies, and durations not reported) for the peritonitis event. At the time of this report, the patient was discharged from the hospital and was reported to be recovering from the suspected peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.